Event description:
Customer reported the customer's adc device provided a higher reading when compared to a healthcare professional meter. A sensor scan result of 260 mg/dl was obtained and customer experienced symptoms of ¿slight pale¿. Customer had contact with a healthcare professional and a reading of 150 mg/dl was obtained on the hcp device. The nurse gave customer half a glass of sweetened water with 3 diluted sugars. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.